Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: fistulogram with intervention, coils were used to fix perforation causing excessive extravasation. As a result of the procedure, vessel perforation occurred. Coils were used to resolve the extravasation. A beacon tip catheter was used to deliver 035 azur coils. As it was described by the physician, ''the first coil was sized based off vessel diameter and a 10x19 was pulled." The coil tracked through the catheter up to the point where 1/3 of the coil was outside of the catheter and 2/3 of the coil still inside catheter, physician was not able to advance further. Physician repositioned the catheter hoping to resolve the tracking issue. This did not work and upon retracting the coil back into the catheter, it detached. The physician was able to remove the coil and catheter together without any complication to the patient. A new catheter was advanced to the target area and additional coils were deployed without issue. Imaging of the vascular path was reviewed and there was significant tortuosity of the vessel leading to the treatment area. No patient injury reported.

Event description:
No additional information received regarding the event.

Manufacturer narrative:
The investigation of the returned coil system found the implant stretched at the proximal section, damaged at the distal glue ball, and separated from the pusher. The pusher was not returned for evaluation. The investigation found that the implant's monofilament at the tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The catheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. A CAPA has been initiated.